Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field bd had not received samples or photos from the customer facility for evaluation. The investigation found that an expired product had been used; therefore no product testing was performed.

Event description:
It was reported that the bd vacutainer® 9nc 0.129m plus blood collection tubes contained fm and required multiple blood draws due to erroneous results.